Event description:
It was reported that the patient was experiencing pain 3 inches above the site of implant and muscle spasm in the mid back had worsened. It was noted that the ipg was hitting the ribs and was causing discomfort. Reprogramming was done but was not successful. The patient was given flexeril for the muscles spasm. The patient underwent a revision procedure wherein the ipg was moved to the upper buttocks. The patient was doing well postoperatively. The device remained implanted.